Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. The indication for use was non-malignant pain. The patient reported that "about 2 weeks ago" when they were in the hospital for an unrelated issue with IV antibiotics, they started getting a system error code 0x507578a5 "every time" they try to connect to their pump. The patient stated that when they restart the app it takes "about 3-5 minutes" to connect and find the pump, and then it takes another 2 minutes to deliver the bolus. The patient gets 8 bolus's per day and sometimes when they try to connect they will get a message saying ¿no pump found¿ but then will connect. The patient also mentioned when handset is at 90 percent they will receive message that say app is not responding, close or wait. The patient also mentioned having to charge the handset every couple days and the agent reviewed that is within normal battery life. While on call, patient also mentioned that they were going to do apump aspiration on the 26th, but they were in the hospital and had a lot of procedures, dental procedures, and oral pain medication until they could be aspirated so the procedure did not happen. Patient also mentioned they have lost 140 pounds since having the pump implanted. The agent sent an email to the repair department for a replacement handset due to poor telemetry, 0x code daily, app freezes and 156 code (application restarting due to system error). No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software. Product ID: hh9020tdd, serial# (B)(6), section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.